Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances or exceptions for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency. The additional graftmasters are being filed under separate medwatch reports.

Event description:
It was reported that during a procedure to treat the proximal right coronary artery, a perforation occurred which required the use of a graftmaster stent. The 4.0 x 16 mm graftmaster stent was implanted; however, the perforation was not sealed. The 4.5 x 16 mm graftmaster stent was then implanted, but the perforation continued to leak. The 3.5 x 19 mm graftmaster stent delivery system (sds) was advanced, but the sds could not cross to the perforation. The patient was sent to surgery for treatment. After surgery, the patient was transferred to the critical care unit and is in stable condition. No additional information was provided.